Manufacturer narrative:
B5; additional information received : site CT imaging taken the 29th aug 23, 19th mar 24 <(>&<)> 29th oct 24 noted a type ii endoleak with aortic enlargement. No fracture or stent ring enlargements were noted. No secondary procedure was completed in related to this finding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft (vnmf3131c174te) was implanted during the re-intervention of a thoracic aortic repair . The navion stent graft was used to treat a type ib endoleak from the distal side, where a custom-made non-medtronic stent had previously been implanted. It was reported CT imaging from 2.5 years later , identified an unknown endoleak with aortic enlargement. No stent ring enlargement, stent fracture, or stent ring migration was observed. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received : corelab review of cts dates approximately 29 months , 36 months , 43 months and 50 months post in dex procedure did not reveal any endoleak, stent ring enlargement, stent ring migration or aortic enlargement. The maximum aortic diameter was 92.6mm, 91.3mm, 92.4mm and 96.7mm , respectively. Stent graft kink was observed in all cts. It was noted that images not evaluable for fracture due to stent overlaps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(6) review of CT imaging from approximately 29 months post index procedure did not observe any endoleak, stent ring enlargement or stent ring migration. The imaging was not assessable for aortic enlargement and not evaluable for fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.